Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent implanted in a non-diseased segment. Device issue: stent dislodgement. It was reported that this was a free lima attached to an svg. The lima went to the diagonal and the svg went to the lad. After pre-dilatation was performed with another company's 2.5 x 12 mm balloon, the 2.5 x 15 mm promus stent delivery system (sds) was advanced, but it could not cross the lesion. The sds was removed and the lesion was pre-dilated again. Before a second attempt was made to advance the same promus, it was noticed under x-ray that the stent implant was in the lima and not on the balloon. The lesion was re-wired through the undeployed stent and another company's 1.5 x 8 mm balloon was inflated to deploy the stent in the svg, proximal to the lesion. Another company's 2.0 x 12 mm balloon was used to post-dilate the stent. There were no reported pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in us.